Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the e-100 generator did not accept the vessel sealer and gave a rejection tone. An intuitive surgical inc. (Isi) technical service engineer (tse) reviewed the logs and found no related issues. The customer tried to power cycle the e-100 generator, but the issue remained. The tse advised a hard power cycle of the e-100 with the breaker switch, but the issue persisted. The customer stated that they used an erbe generator to bypass the e-100 generator. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The e-100 generator was analyzed, and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, could not cut or seal. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.